Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has became increasingly difficult to push and the customer was unable to utilize the quick bolus feature of the pump. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.